Event description:
It was reported intraoperatively that whilst attempting to insert the right atrial (ra) lead, due to the abnormal anatomical structure of the patient's atrium, it was difficult to place the lead. It could not be effectively attached to the patient's right atrial appendage muscle trabeculae, and dislodgement occurred. After multiple attempts, it was fixed to a single point there was a drop in the patients blood pressure and it was decided to remove the lead. The lead was attempted, not used and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.